Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an occlusion alarm intermittently occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.